Manufacturer narrative:
The device was received for evaluation. The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Corrosion was observed inside the device. The batteries measured to be sufficient, and no leaks were found in the fluid path. The investigation was unable to identify a potential source of internal corrosion. While the download data does not contain any abnormalities that would indicate a failure to deliver insulin, it could not be determined if the source of the internal corrosion also resulted in improper insulin delivery. The exact cause of the reported event could not be conclusively determined. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone15.4 cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to over 400 mg/dl between 36 and 48 hours of wearing the pod. The patient reported high bg levels even after a bolus was administered. The patient did a manual injection with a pen and noticed their bg levels decreased but were still high at 238 mg/dl. The pod was removed from their arm and the cannula appeared normal. The device evaluation found internal corrosion.